Manufacturer narrative:
Internal file number: (B)(4). The steerable guide catheter is filed under a separate medwatch report number. Evaluation summary: all available information was investigated, and the reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported difficulty to remove appears to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult to remove the clip delivery system (cds).it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The cds was advanced to the mitral valve; however, the cds was inadvertently advanced too far. The cds was retracted back when the clip got caught on the tip of the steerable guide catheter (sgc). The sgc tip became kinked. The clip was not implanted and both devices were removed together and replaced. The procedure was successfully completed with a new sgc and a new cds. Three clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.